Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and was unable to duplicate reported problem. Performed testing and ran unit on different settings with no problem found.

Event description:
The customer reported that the ventilator was not reading vt.